Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked from reservoir into insulin pump and customer inquired if insulin pump could be used. Customer was advised that troubleshooting would need to be performed and customer hung up the call. Customer's blood glucose was unknown.